Manufacturer narrative:
Date received by MFR.: updated, device evaluated by MFR.: updated.

Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lots met pre-release specifications. The engineering analysis stated a single delivery catheter, 3 deployment lines with attached deployment knobs, and one section of deployment line with no deployment knob were returned. No endoprosthesis was returned. The sections of deployment line with attached deployment knob measured 132.5cm, 179.0cm, and 194.8cm. The section of deployment line with no knob measured 71.0cm with a single fiber extending an additional 7.2cm. The delivery catheter appeared unremarkable. Engineering evaluation conclusion(s) is inconclusive as it relates to the event description. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient was undergoing treatment of a left popliteal artery aneurysm with gore® viabahn® endoprostheses. Access was obtained via cut-down in the left groin, in an antegrade approach, with a 9fr sheath. Landing zones, vessel diameters and treatment length measurements were made utilizing angiography and ivus. The distal landing zone was 8.4mm and the proximal landing zone diameter was 11.4mm. The approximate treatment length was 22cm. A plan was made to deploy 3 overlapping viabahn stents. The 9fr. Sheath was exchanged for a 12 fr. Sheath. A 9mm x 10cm viabahn was advanced over a 260cm wooley wire and deployed successfully at the distal target location. An 11mm x 10cm viabahn was deployed into the 9mm x 10cm viabahn proximally with the desired overlap achieved. A 13mm x 10cm viabahn was then inserted inside the 11mm x 10cm viabahn, at the exact desired location to achieve the desired overlap and the coverage of the treatment area proximally. The deployment line was pulled and the stent deployed except for the final 5mm. The delivery catheter was manipulated back and forth and another attempt to pull the deployment line was made, without successfully completing deployment. The sheath was confirmed to be back far enough, so was not interfering with deployment. The catheter was pushed in further and back but the catheter would not release from the proximal portion of the stent, which remained undeployed. This caused the proximal edge of the stent to infold. The deployment line was stuck as well. After additional manipulation of the catheter, back and forth, the catheter finally released from the stent and the stent expanded open. There appeared to be some slight double density suggesting some infolding at that proximal location. The deployment line remained stuck. The delivery catheter was pulled on, but could not be completely removed due to the stuck deployment line. The deployment line was then cut near the hub of the sheath with enough length to attach a clamp to secure the deployment line. The viabahn delivery catheter was removed. It was surmised the deployment line was possibly caught on some calcium at that proximal location. A 12 4mm x 12mm cordis powerflex dilation catheter was introduced into the proximal part of the viabahn and expanded and deflated twice. Following this dilation, the deployment line released and was able to be pulled out. The overlap areas of the stents were post-dilated and ivus was introduced. Wall apposition was good the entire length of the stented area and no infolding was noted. Final angiography showed brisk flow and no sign of aneurysm. The patient tolerated the procedure.